Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 20ml ls , foreign matter within fluid path. The following was provided by the initial reported: "today regarding a defective/contaminated 20 ml bd syringe. I have provided a picture below that shows a foreign object sitting on top of the plunger. Unfortunately, this syringe was used to draw up a chemo drug that will have to be wasted. Additional information: can you please provide the lot number associated with reported issue? Unknown.